Event description:
It was reported that the patient was taken to the hospital unconscious via an ambulance. The patients heart rate was in between the 20's and 30's. The pulse generator could not be interrogated. No intervention was reported. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.